Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, while the surgeon was drilling a hole through the regenerex cup for a screw, the drill bit fractured in half inside of the patient and was retained.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date - unknown.